Event description:
It was reported that the patient experienced chest pain. A chest x-ray revealed that the lead perforated the pericardial tissue. The lead exhibited high thresholds. The lead was repositioned and the patient was in good condition after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.